Manufacturer narrative:
The returned polarsheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed.

Event description:
It was reported that during a procedure, a polarsheath steerable sheath was selected for use. However, after successful ablation of the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv), and after inflation/deflation of the balloon with the slider switch, the re-sheathing of the deflated balloon catheter was nearly impossible; it required a considerable amount of force. Attempts to re-sheath the catheter triggered the error 1-00004000-2: the console detected blood in the catheter. The error was cleared, and the right superior pulmonary vein (rspv) was ablated successfully. After the ablation, the balloon was inflated and deflated with the slider switch for re-sheathing, which again required excessive force and triggered the error 1-00004000-2: the console detected blood in the catheter. The error was cleared, devices were pulled out normally, and the procedure was completed without any patient complications. The device was returned for laboratory analysis.

Event description:
It was reported that during a procedure, a polarsheath steerable sheath was selected for use. However, after successful ablation of the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv), and after inflation/deflation of the balloon with the slider switch, the re-sheathing of the deflated balloon catheter was nearly impossible; it required a considerable amount of force. Attempts to re-sheath the catheter triggered the error 1-00004000-2: the console detected blood in the catheter. The error was cleared, and the right superior pulmonary vein (rspv) was ablated successfully. After the ablation, the balloon was inflated and deflated with the slider switch for re-sheathing, which again required excessive force and triggered the error 1-00004000-2: the console detected blood in the catheter. The error was cleared, devices were pulled out normally, and the procedure was completed without any patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.